Event description:
Irn# (B)(4). Event took place in france. Catheter adapter appears to crush the catheter, making injection impossible.

Manufacturer narrative:
Event took place in france. Based on clinical assessment and risk assessment this report is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in france. The product analysis has been in progress since the initial notice dated 09/18/2024. And will be published with the test results in the follow-up report.

Event description:
Irn# (B)(4). Catheter adapter appears to crush the catheter, making injection impossible.

Event description:
Irn# (B)(4). Event took place in france. Catheter adapter appears to crush the catheter, making injection impossible.

Manufacturer narrative:
Event took place in france. Correction 08/11/2024: manufacturing date change to 06/20/2023. Based on clinical assessment and risk assessment this report is considered as closed. In case new information becomes available a follow up report will be sent to the agency.